Event description:
It was reported that during a software data log review, a "potential failure with large roller pump pa-02228" was found. There was no pt involvement.

Manufacturer narrative:
This complaint is related to mdrs 1828100-2013-01150, -00385, -00390, -00431, -00433, -00434, -00435 and 00476. The software data log was returned to the MFR on (B)(4) 2014 for further eval. Per further communication with subsidiary, the modules on this system base continue to give intermittent boot up issues. The customer either re-boots or removes / re-plugs the particular module at set-up.